Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mg6822, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former, an used needle-suture piece and a suture piece of product code mcp493g, lot mg6822. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut by the use of a surgical instrument could be observed. Additional, per the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used on sideburn subcutaneous tissue. During the procedure, after four tissue passes had occurred, the suture broke in two pieces approximately 9cm from the needle. There were no adverse patient consequences reported. No additional information was provided.